Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently died. The cause of the event, treatment and hospitalization were not reported. An autopsy was not performed. The pd therapy was ongoing at the time of peritonitis but was not reported to be performed at the time of death. The reporter declined to provide additional information.